Event description:
Severe recurring upper respiratory infection. Continued from week 2 of mask mandate until mother stopped her wearing mask in 2021. Used 2 inhalers for asthma attacks when normally 1 would suffice. Both mother and daughter stayed sick due to masking. FDA safety report ID # (B)(4).